Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7045-90, lot# i0a25, mfd. 06/12/14, expires 2019-06, (B)(4). 2nd (inferior): ifuse implant, p/n 7040-90, lot# i0a20, mfd. 06/23/14, expires 2019-06, (B)(4).

Event description:
The patient had a recurrence of non-radicular si joint pain sometime after the initial si joint arthrodesis in (B)(6) 2015. The surgeon believed she had multiple pain generators and that the implants were placed correctly and not loose, but the patient wanted them removed. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the implants. The implants were solidly fixed in bone and it took considerable effort to remove them. No new hardware was placed. The status of the patient following the revision procedure is not yet known.